Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open left lower lobe resection, left upper lung segmentectomy, on the third firing, after two times of normal fired of the grip, it could not be fired normally, knife advance however stopped halfway. The fired part was cut and closed normally and the staples were formed normally. The surgeon then used another manufacturer device to resolve the issue in order to complete the case. There was no patient injury.